Manufacturer narrative:
A ge service representative performed an onsite investigation. The area under the table was cleared of debris to allow the table to move freely. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed multiple error messages and would not shoot films. The system was failing to produce fluoroscopic x-ray. There is no report of patient injury.